Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. After visual inspection of non-returned device photo, confirmed the post feature fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The persona surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. Closely following this technique tip should decrease the risk of any tasp construct failures. The root cause of failure is due to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6. The returned product exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. Not all pieces were returned. No change in root cause. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial tka, the surgeon was doing the final trial with the tasp and it would not clip onto the tibial plateau. The surgeon impacted the handle holding the tasp and the bottom part of it broke. The surgery was completed with another instrument. There was no surgical delay. The surgical technique was utilized. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.